Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable lipase results from the cobas 6000 c 501 module. The initial result was 408 u/l. The repeat result was 5149 u/l. The repeat result from another analyzer was 25 u/l. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer changed the sample probe, seals, teflon tips, and diaphragm. He readjusted all rinse levels and confirmed the module was running within specification. The investigation determined the service actions resolved the issue.